Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event, reference 1032347-2016-00566 and 1032347-2016-00567.

Event description:
It was reported the lactosorb 2.0 mm system was implanted in the oral vestibule on (B)(6) 2016. Exposure of the plate was identified after two months. Inflammatory reaction was not observed. The plate and screws were removed on (B)(6) 2016.